Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemo leak between the texium and a the maxplus cap. The user changed the caps and resolved the leak.